Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709, lot# l75110, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported the patient had their pump replaced because there was "an issue with the batteries", so they wanted to replace the patients pump in april instead of november. It was noted the patient had never had any problems with the pump. The pump contained baclofen. It was further reported there were no symptoms related to the event. The cause of the event was attributed to "eri - battery life end". The pump was reported to have "normal battery depletion".